Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 pocket e1 was failed to open. Required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawers 3.2 was failed. A field service engineer (fse) remotely guided the customer to recover the storage space, and the user confirmed that the lid had been jammed due to medication packaging. The fse stated that the pharmacy was able to recover the pocket. The system functioned as intended after the field service engineer assessed the device.